Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable was reseated. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the live monitor would not turn on. No patient injury was reported.